Manufacturer narrative:
Continuation of d10: product ID: 3387s-40, lot # va055bg, implanted: (B)(6) 2013, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(6), ubd: 30-jul-2015, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had pain around the lead area after a small fall. The patient had been seen twice by a neurologist who took impedances and found it within specifications, but the patient continues to have pain they feel is related to the device. The pain was positional, around the lead, along the side of the face, as a radiating sensation, and worsened with head or neck movement. The neurologist suggested that the pain was related to the voltage affecting the midbrain rather than the lead locality and recommended lowering the voltage, which resulted in increased arm and leg movements. The patient had been operating at 4 volts successfully for several years. The caller noted that the healthcare provider preferred less pain or better movement control. Although imaging was conducted, the neurologist did not review it, as the impedances were fine, and imaging was deemed uninformative. The patient representative did not initially inform the neurologist about the fall, which seemed minor, but now suspects it might have caused device disconnection or dislodgement. The patient representative queried if other actions beyond impedance testing could be explored and requested that a manufacturer's field rep call them. Additional information was received from the manufacturer representative reporting that the patient will make an appointment with another neurologist, and the rep will meet them and ask if it is possible to have another x-ray. The rep confirmed the previous information about the impedance check, which is all in the normal range.